Manufacturer narrative:
Concomitant products : 5076-52 lead, implanted (B)(6) 2006, 6947-65 lead, implanted (B)(6) 2006. Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the left ventricular pacing lead was below the expected lower range. It also indicated pacing capture threshold in the left ventricle was high.

Event description:
It was reported that the left ventricular lead had low pacing impedance, subsequent to the patient receiving therapeutic radiation treatment. The impedance initially began to fluctuate, and the threshold also varied. The lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.